Event description:
During a revascularization of the left sfa and popliteal, the patient was treated with one pacific plus pta balloon catheter. Approximately 15 months later the patient suffered occlusion of the left sfa. The patient was treated with medication and pta ballooning on the same day. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.